Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after a patient underwent a total endoprosthesis surgery in 2019. Immediately after the surgery, the patient started experiencing pain in almost all joints, which has been severely affecting her for over 6 years now. She further reported that the joints hurt and swell up, especially after exertion. In addition the patient reported to have muscle pain and is often very exhausted. The patient is unable to do any sports because the joints immediately start to hurt. On some days, the patient has difficulties to walk.